Event description:
It was reported that the lead exhibited noise. It was noted that the implanting physician removed the suture sleeve from the lead and performed a tie down on the lead itself, contrary to product labeling or intent.